Manufacturer narrative:
Complaint was confirmed as associated with a previously confirmed complaint investigation. Urgent field safety notice / field correction recall (fa-am-dec2021-262) and a technical service bulletin were issued december 6, 2021 to address this issue. It was deemed reportable per 21cfr 806 and therefore reportable under 21cfr803. This action was communicated to the FDA on november 6, 2021. The following mdrs were also reported as related to fa-am-dec2021-262 (463-risk): 3005248192-2021-00429, 3005248192-2021-00430, 3005248192-2021-00431, 3005248192-2021-00432, 3005248192-2021-00433, 3005248192-2021-00434, 3005248192-2021-00435, 3005248192-2021-00436, 3005248192-2021-00437, 3005248192-2021-00438, 3005248192-2021-00439, 3005248192-2021-00440, 3005248192-2021-00441, 3005248192-2021-00442, 3005248192-2022-00019, 3005248192-2022-00049, 3005248192-2022-00050, 3005248192-2022-00051, 3005248192-2022-00052, 3005248192-2022-00053, 3005248192-2022-00054, 3005248192-2022-00063, 3005248192-2022-00064, 3005248192-2022-00065, 3005248192-2022-00066, 3005248192-2022-00067, 3005248192-2022-00068, 3005248192-2022-00069, 3005248192-2022-00070, 3005248192-2022-00116.

Event description:
Customer stated seeing dropped reaction vessels inside the alinity area. Field service engineer (fse) performed isa 640-027a cap height adjustment and found that amp detect units 1-4 were not set to the 2mm distance, instead all were about 1.4mm. Fse adjusted adus 1-3 to proper spacing of 2mm. Adu 4 was replaced and then adjustment was made. On december 21, 2021, this complaint was confirmed to be the same issue as described in a previously confirmed investigation. The manufacturer notified abbott molecular that they identified a software defect in the mechanical and thermal test system that can cause the amp detect clamp clean position to be incorrectly set too high. This can lead to reaction vessel (rv) "popping" to occur within the instrument. The rvs popping out of the amp detect during the opening of the rv clamp may result in these rvs not being able to be retrieved by the pipettor for delivery into the amplified waste and causing pipettor errors. When this situation occurs, the respective amp detect is disabled or removed from service.